Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital due to bradycardia and inappropriate high voltage therapy. Upon interrogation, loss of capture and decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging revealed that the rv lead was dislodged. High voltage therapy was disabled, and later the rv lead was explanted and replaced. The patient's condition was stable following the procedure.